Event description:
It was reported that a patient with a medical history of essential tremor and chronic pain underwent a pocket revision procedure after the implantable neurostimulator migrated ventrally in the chest. Following the first pocket revision, the patient experienced pain radiating up to cranial incisions and reported tightening of the extension wires. A second pocket revision was scheduled to address these new symptoms. During the second pocket revision, it was found that the implantable pulse generator was resting on the clavicle and a portion of the extension wire was caught in subcutaneous tissue below the incision. The surgeon recoiled the extension wire behind the implantable pulse generator and repositioned the device a couple of centimeters below the clavicle.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.